Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1n4v8, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had an MRI the day of the report and they felt a little shock in their leads, so they turned the MRI off and they wanted to talk to the manufacturer representative. Patient reported they didn't know what type of MRI was used. Patient was still at the hospital where they had the MRI, they wanted to speak with their manufacturer representative, so they were redirected to their healthcare provider to have one paged. It was further reported from the healthcare provider that patient felt shocks near their bladder when the MRI locator scan started. Caller noted the patient had spoken with the rep prior to the MRI and was told to turn stimulation off. When asked if the stimulation was turned off, the caller stated they watched the patient turn the stimulation off, but then described seeing the poor communication screen. Caller stated the patient believed the ins was off when the poor communication screen displayed. Caller indicated they would be following up with the patient's hcp to request the patient have an appointment scheduled with local rep to confirm stimulation is off prior to future MRI. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient repeated information regarding stimulation being uncomfortable/jarring shocking. The patient wanted a list of hcp to send which was done.